Event description:
Consumer complaint of erratic blood glucose results. Expected fasting blood glucose test result range is 70 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 130 mg/dl and 149 mg/dl. Verified storage of product is within instructed spec. Test strip lot manufacturer's expiration date is 07/31/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: 1: 132 mg/dl, (B)(6) 2015, 08:37 pm, fasting: no; 2: 165 mg/dl, (B)(6) 2015, 08:36 pm, fasting: no; 3: 105 mg/dl, (B)(6) 2015, 08:06 pm, fasting: yes; 4: 109 mg/dl, (B)(6) 2015, 08:00 pm, fasting: yes; 5: 118 mg/dl, (B)(6) 2015, 07:45 am, fasting: yes. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for eval.